Event description:
The event occurred on an unspecified date and involved is a transpac® it monitoring kit w/safeset¿ reservoir, 03 ml flush device, 84" red stripe pressure tubing and 2 needleless valves with list number 011-46106-23 and lot number 13656351. It was reported the nurses, caregivers from the intensive care unit have reported difficulties in blood sampling using the arterial catheter devices. In fact, the new systems with integrated syringes do not work consistently, making it impossible to draw blood from the intended site. They are not facing issues with a simple gasometry, but for tubes, they cannot fill them, and the blood return is interrupted during sampling. They are forced to manually withdraw blood with a syringe, posing a risk of blood exposure accidents. There was patient involvement, however no report of harm.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.